Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio inr: >6.0; lab inr: 19. Pt drawn right after inratio test. Pt showing signs of bruising.

Manufacturer narrative:
Investigation: customer did not provide exact inratio value. Unable to determine accuracy of inratio result. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and lab based pt testing. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Conclusion: customer reported unexpected result and value was not exact. Analysis could not be performed. As no strip lot info was available and no product associated with the complaint was expected to be returned, further investigation could not be performed. Root cause could not be determined. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.